Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when they took the reservoir out they saw insulin in the reservoir compartment. They also received an unexpected restart alarm. The customer¿s blood glucose level was 124 mg/dl. Troubleshooting was performed. The alarm occurred shortly after inserting a new battery. They had an additional battery to test. They inserted a new battery and the alarm recurred. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the unexpected restart error test, self test and displacement test. No unexpected restart alarm noted during test.